Event description:
It was reported that the patient's catheter had dislodged. The patient experienced return of unspecified symptoms. The type of medication, concentration and daily dose being administered via the pump were not reported; the file indicates baclofen. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.